Manufacturer narrative:
The insulin pump was received with missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was cracked. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.